Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had been turned off for the last 3 months and now the pump is not turning on when plugged into a power source. Tandem technical support requested the pump be plugged into a power source for an hour. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received. There was no impact to customer's blood glucose level.